Manufacturer narrative:
This report is for an unknown constructs: lcp/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: svatos, f. Et al. (2011), calcaneal fractures treated by open reduction and internal fixation with a locking compression plate (lcp). A prospective study. Part I: basic analysis of the group, acta chirurgiae orthopaedicae et traumatologiae cechosl, vol. 78, pages 130-136 (czech republic). In a prospective study of patients with calcaneal fractures treated by open reduction from an extensile lateral approach and lcp osteosynthesis, the authors evaluated the basic epidemiological data, mechanism of injury, type of fracture, essential data on surgery, days of hospital stay and the number of complications. Between september 1, 2006 and july 31, 2010, a total of 77 patients with 82 fractures were treated with open reposition and internal lcp fixation. There were 58 men and 19 women with a mean age of 42 years. The follow-up period for the evaluation of functional outcome and bone union was 3 to 48 months. The following complications were reported as follows: 15 patients had prolonged wound healing. 3 patients had deep infection with the need for revision. 2 patients had metal extraction before definitive healing of the fracture and in case the wound healed following the revision without the need for metal extraction. 1 healed without the need for further revision and one underwent another revision. 1 patient had necrosis during the operation of the tilted lobe and it was necessary to cover the defect with a lobe in cooperation with the plastic surgery clinic. The defect has healed and the patient is now without difficulty. Functional results were evaluated according to rowe: 4% had satisfactory results and 6% had bad results. This report is for an unknown lcp. This is report 1 of 1 for (B)(4).